Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. In addition, the hand activations contacts were bent. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The device was disassembled to inspect the internal components and no anomalies were found. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display communication or activation issues and alert screens. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off, not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during an unknown procedure the device gets assembly/disassembly issue. Another device like device was used to complete the case. No patient consequences.